Manufacturer narrative:
"Reported event: it was reported that the handpiece screw was loose. Issue was noticed during case, therefor there was no case delay and no patient harm. Device history review: device history records indicate (B)(4) devices were manufactured under lot k09gu and (B)(4) including (B)(4) were accepted into final stock on 5/10/2017. A review of (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k09gu, p/n 209063 shows no other complaint related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage of unit. Dimensional inspection: dimensional inspection was not completed. Reported problem was a functional issue. Functional inspection: the handpiece was tested in the handpiece test ((B)(4)) and passed. The screw was installed in the handpiece. Conclusions: failure was not duplicated. The screw was installed in the handpiece. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
Mics handle screw fell out while cutting. Case type tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handle screw fell out while cutting. Case type tka.